Manufacturer narrative:
Technician found the stretcher in work area. Brakes work fine, but casters will ratchet from side to side. Cause - age of the product. Replaced the casters to resolve this issue.

Event description:
Info received that the brakes are working, but the caster ratchets side to side. No injury reported.